Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: right hemithyroidectomy. According to the reporter, during the procedure, instead of closing off the vessel, the clip applier was cutting through. The surgeon had to redo the vessel closing with another clip applier.